Event description:
It was reported that the patient presented remotely via merlin. Net. Upon review, the pacemaker exhibited failure to interrogate using radiofrequency telemetry. Programming changes were made on the device. Patient was stable.